Event description:
Senseonics was made aware of a serious adverse event where the patient almost fainted and almost lost consciousness due to hypoglycemia. The incident happened on (B)(6) 2024 at 11 am. The patient reported that the blood glucose (bg) was 38 mg/dl and sensor glucose (sg) readings were unavailable as transmitter was disconnected from the sensor due to connection issues. The patient's wife called emergency services who recommended to consume honey. No hospitalization was required.

Manufacturer narrative:
The manufacturer is currently waiting for the transmitter to be received to conduct further investigation. The additional information along with the final conclusion will be provided in a supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, there was no data on date of event as the transmitter was disconnected until (B)(6) 2024 07:14 am. As the system was not in use at the time of event, the reported hypoglycemia event could not be confirmed. The patient did not complain about any sensor inaccuracies. The patient also complained about transmitter battery not lasting charge as expected. It is possible that this issue would have likely resulted in transmitter disconnection from the phone. To further evaluate the issue, the transmitter was requested back for investigation. The investigation of the returned transmitter revealed that battery capacity was acceptable. However, a review of the transmitter log file revealed that the battery charge lasted less than 24 hours, but the issue could not be reproduced in-house. The transmitter battery can drain sooner than expected potentially due to intermittent defect inside the battery itself. As part of resolution, the patient was given a new transmitter to continue using the system. No further investigation was found necessary for this complaint. B4.date of this report 14 february 2025. G3.date received by the manufacturer? 14 february 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 120. H6. Investigation conclusions updated to 4307.